Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note:manufacturer contacted customer in a follow-up call on 04-sep-2020 to ensure the replacement products resolved the initial concern. Was able to establish contact with customer, and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for negative/no change trace results, stating that the color does not change on the ketone test strips. Customer stated she is using the ketone test strips for a keto diet. Customer stated that she has been on the keto diet since 14-jun-2020. The customer feels well, and did not report any symptoms. No medical attention was reported. The package had not been open or damaged when the customer received it. The product is stored according to specification in a hallway closet. The ketone test strip manufacturer's expiration date is 06/22/2021, and open vial date is (B)(6) 2020. The customer declined to perform a urine test during the call.

Manufacturer narrative:
Sections with additional information as of 07-oct-2020: h6: updated FDA's method, result, and conclusion codes. H10: ketone test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 07-oct-2020: h10: most likely underlying root cause corrected from "mlc-62: user had poor technique" to "mlc-61: improper use / mishandled by end user".